Event description:
It was reported that the inflatable penile prosthesis (ipp) was removed due to an infection in the scrotum caused by tubing crossover. During the procedure, an antibiotic irrigation was performed. A malleable prosthesis was then implanted. There were no additional patient complications. The patient also had ongoing antibiotics.